Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated glucose levels, reaching approximately 397¿400 mg/dl. The patient had disconnected from the device, administered an outside insulin injection, changed the infusion supplies, and then reconnected to resume insulin delivery. The patient did not observe any issues with the device or supplies, although the infusion site had been placed in an area with scar tissue, which may have affected insulin absorption. The patient reported that glucose levels remained above the target range for approximately five hours. Ketone testing was performed and was negative. The patient used backup therapy in the form of a humalog injection. The patient takes daily budesonide, which could have contributed to elevated glucose levels. No professional medical intervention or additional assistance was required, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.